Event description:
A customer reported that during a patient procedure, using a glidescope core video cable, the image was distorted and failed to display on the screen after the blade was moved in any direction. A second reusable blade was attempted; however, the same issue persisted. A disposable blade was used with the same glidescope system to complete the operation. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core video cable was provided to the customer and the reported glidescope core video cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned smart cable and was able to confirm the reported image issue. When connecting the reported glidescope core video cable to known, good, test verathon equipment, the tsr observed that the image was static when twisting the cable. The customer's video cable failed verathon's device functionality testing. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.